Manufacturer narrative:
G4: 07aug2020 b4: (B)(6) 2020 the device was not in clinical use at the time of the event. Philips field service engineer (fse) was dispatched to the customer site to provide additional assistance to the customer. The fse did not replace any parts on the device. The customer declined service as they stated they no longer have this v60 ventilator at the facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported navigation ring failure. It is unknown if the device was in clinical use during the time of the event.